Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update rec'd 1/11/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain , metallosis, stem in varus position (distal stem protrusion into the cortex) with migration. It also metnioned a pending femoral fracture distally to the isthmus and lateral cortex. Several office notes indicate a vertical cup (no measurements provided), but the cup wasn't revised during the revision. Lab levels provided indicate normal cobalt and chromium levels. The srom stem and sleeve are being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis.

Manufacturer narrative:
The patient was revised to address metallosis. Update rec'd 12/09/2016 - clinical der rec'd indicating revision for adverse tissue reaction. No new information to change MDR decision. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.